Event description:
Customer states: during pre-test prior to use on a pt a doctor could not deflate cuff. Customer confirmed no pt involvement.

Manufacturer narrative:
Sample is expected to be returned for analysis.